Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating a charge time out was observed. The device was explanted and successfully replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life approximately 50 months after implant. It was reported that the patient was lost to follow-up for approximately 28 months. The most recent monitoring voltage was 2.59 v and the charge time was 35.1 seconds. No adverse patient effects were reported.